Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device reading was 355 mg/dl and lab measured 166 mg/dl performed within five minutes. Reporter indicated no treatment was received as a result of the alleged event. Reporter stated no controls were used but did not provide whether medication and food were consumed as normal the day of alleged event. A request was made for the return of the suspect device and replacement product was sent.